Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: b5, h6 (medical device - problem code).

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) unit is stuck in standby.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit is stuck in standby.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse connected to a/c power with the batteries charging. Powered unit 'on' and confirmed all power on self tests were successfully completed. Connected known system trainer and known iab and initiated autofill. Unit successfully completed autofill and continued pumping at 80bpm for approximately 20 minutes without any alarms or abnormal function occurring. Increased to 130bpm and device continued to pump without any alarms or abnormal function occurring. Logs revealed multiple autofill failure alarms with substring 16 0 and 1c0 codes. Completed full pm, safety, calibration, and functionality checks. All checks passed factory specifications. Allowed device to continue running with system trainer and known iab for approximately 120 minutes without any alarms or abnormal function occurring. Unable to replicate reported complaint of "unit is stuck in standby" at this time. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use.